Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used for an esophageal varices ligation (evl) procedure, within the middle esophagus, performed on (B)(6) 2012. According to the complainant, the ligator device was prepared for use by cinching the tripwire into the handle slot; the device was then advanced into the patient. However, while attempting deployment, the band failed to release. The case was completed with another speedband superview super 7 multiple band ligator. Prior to use, no damage was noted to the device or its packaging. Reportedly, the scope was not in a retroflex position and the event resulted in a procedural delay of approximately one to five minutes. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being stable.

Manufacturer narrative:
It has been reported that the patient is over 18 years old. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.